Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. Upon evaluation, it was discovered that the cable from ECG b to ECG a was found to have an electrical short between the shielding and wires. The internal short caused the alarms. The root cause of the shorted line cannot be positively identified. No adverse event resulted from the defective belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that the device keeps going off. After support had reviewed the pt's download , it was confirmed that the pt was receiving arrhythmia alarms due to artifact. The pt was provided with a replacement electrode belt.